Event description:
It was reported that the pt expired. No cause of death or relationship of the pt's death to the device therapy was reported. Additional info has been requested, but was not available as of the date of this report. Reference MFR report# 3004209178200902181.

Manufacturer narrative:
Final device analysis of the neurostimulator revealed to anomaly found. The implantable neurostimulator (ins) was functionally ok. There was good, stable output on every electrode pair that matched the programmed settings. There were no issues when pressing on the ins can. The ins battery status on the programmer was ok.